Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used on the skin. During the procedure, the tip of the needle broke off when grabbed with the needle driver as it was pulled out. The physician was unable to find the tip. The location of the needle tip was unknown, however, the surgeon opined, the needle tip could possibly be in the patient or on the drapes. No x-rays were performed as the surgeon felt the piece would be too small to detect. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending device evaluation the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: what tissue was being sutured when the event occurred? Skin tissue were x-rays taken to locate the needle piece(s)? No, the surgeon said the piece would be too small to detect what is the size of the needle piece that broke. 1mm if retained, are any plans in place to search and remove the needle piece in future? No if retained, what is the surgeon's opinion of consequences to the patient? Surgeon disregarded concern for the missing piece. Were there any patient consequences? Unknown.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/22/2024. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid and one empty winding former that pertain to product code y427h were received for analysis. The visual assessment of the product noted that as the suture or needle was not returned, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.